Event description:
It was reported during a therapeutic coronary procedure, that during preparation for use, the manufacturer's catheter was flushed multiple times with a lot of resistance encountered. However, the device was used in the patient, and during pullback, the images showed air entrapped in the catheter. A second manufacturer's catheter was used to complete the procedure. No patient injury reported. This product problem is being reported for the air entrapped in the catheter. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Initial reporter & report source: country is (B)(6). The refinity catheter was infectious and not returned for evaluation, thus no returned product investigation was performed. The user did not fully remove the air from the refinity catheter. The IFU warns that air entrapped in the catheter and flushing accessories can cause potential injury or death. Always verify that the catheter and flushing accessories have been properly cleared of air prior to inserting the catheter into the vasculature.